Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the 1seal and 512sd had torn gaskets. New torcars were used to complete the case. There was no consequence to the pt.